Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to hear alarms when asleep. Customer's blood glucose was 30 mg/dl. Customer was advised that volume could not be adjusted. Customer reported that healthcare professional adjusted setting to lessen the amount of insulin received at nights. During troubleshooting for low blood glucose it was reported that drive support cap was normal, customer was following correct method, programming was correct and insulin pump was not exposed to MRI. Customer was advised to call when issue was occurring in order to troubleshoot.